Event description:
It was reported to philips that geometry movement was partially unavailable due to a detector rotation error on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service calibrated the detector rotation and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).